Manufacturer narrative:
A dräger fse was dispatched who could determine that a too high vacuum pressure was built up in the ventilator during movement of the piston. The root cause could be narrowed down to a deviation at a certain valve which controls the maximum pressure being built up by the vacuum pump. The vacuum is required to keep the ventilator diaphragm in place during piston operation i.e. Necessary to avoid wrinkling of the membrane. The log file evaluation provided by the manufacturer confirms the results of the on-site investigation: right after start of automatic ventilation the device detected a vacuum pressure exceeding the allowed threshold. If such error condition persists for a certain period of time the device is designed to shut-down automatic ventilation to avoid ventilator damages; the user is being alerted to the shutdown by means of a corresponding alarm. Dräger finally concludes that the device did what it was supposed to as a response to a special deviation. Reportedly, no patient consequences have occurred. The re-calibration of the valve was the appropriate measure to put back the device into fully operable condition.

Event description:
It was reported that the automatic ventilation stopped during a surgical procedure. This did not result in any consequences to the patient.